Event description:
During laparoscopic cholecystectomy, staff opened two different packs with same lot numbers of stryker disposable suction irrigator - strykeflow 2 - with same lot number and found the disposable lip leaking near the trumpets. Two add'l items with same lot numbers have been removed from our shelves. There was no harm to patient. Ref report: mw5170844.